Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) and manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that there were events that occurred intra-operative during an implant case. The connectivity of the new leads were tested in the wireless external neurostimulator (wens) and everything looked fine. When the leads were connected to the implantable neurostimulator (ins) and the connectivity was checked there were several electrodes that were out of range. The leads were plugged and unplugged multiple times. The leads were switched into different ports and the following electrodes showed ¿x¿: 12, 13, 14, 15, and 0. A full impedance check was done when the leads were in the ins. Impedance showed 0, 1, 2, 8, and 12 were orange while 5 and 7 were ¿do not use¿ status. It was confirmed that the leads inserted into the ins fine. The caller then went back and did a full electrode impedance check with the wens. The results with the wens showed 4-7 all showing orange. It was programmed to 210 microseconds and 100 hertz with using the 5/6 electrode pair. No past reports were able to be found so the caller reconducted impedance check with the wens. The results were found to be the following: 0, 8, and 12 were noted to avoid and possibly open, 5 and 7 showed do not use, 2/3 showing as a short, 5/7 had 12000 ohms, 4/7 had 40,000 ohms, 2/3 had 10,000 ohms, 0 with 2 and 3 were around 12,000 ohms, and others were marked to avoid at 24,000 ohms and 11,390 ohms. The 2/3 pair was 10 ohms. It was decided that the impedance was too low to be a crossed lead. They went back to the ins to test impedances again. It showed that they were still getting high impedance on electrodes 1, 2, 7, and 8, do not use was seen on 0, 5, and 12, all pairs on 0 were 40,000 ohms, 2/3 was no longer showing a short and instead showed 9590 ohms, 5/12 was 40,000 ohms, and most pairs were 6000 pairs or less except for 0, 1, 2, 5, 7, 8, and 12. It was confirmed that there was not an ionic solution or dye used during the procedure. The lead had been wiped down during the procedure. It was noted that the patient had a pacemaker implanted but it was reviewed that the presence of the pacemaker should not affect the impedance results. The connectivity check was redone and showed 1, 4, 5, and 12 all showed red. Full electrode impedance testing was redone and showed to avoid 1, 2, and 8 and also that pairs with 0, 5, 7, and 12 were all >40,000 ohms. It was decided to replace the left lead. After replacing the left lead the initial connectivity check indicated that all values were okay except for #12 which showed as an electrode to not use. A full impedance check was done and were getting >40,000 ohms on pairs with 1, 6 and 12. Other pairs were all showing less than 10,000 ohms. It was decided that they were going to keep with the leads as they were and close up the patient. The patient¿s follow-up appointment was scheduled for next tuesday ((B)(6) 2017). No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the connection and impedance were checked and everything was fine during the follow-up appointment. The cause of the intra-op impedance issues was undetermined. The physician had told the representative that the issue resolved.